Manufacturer narrative:
An investigation is currently under way. Upon completion ,the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a surgical sponge. The customer reports: our customer is reporting flaking from the gauze. The flaking was identified prior to the start of the procedure. It is unknown how the product was being used or if the product was unfolded or unrolled. No patient was involved and no medical intervention was required.

Manufacturer narrative:
Submit date: 03/15/2017. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Two samples and one photograph was returned for investigation. The threads are visible on the surface of the products which is caused by linting, according to the investigation, the possible root cause would be the cutting blade moved during the cutting process, so the gauze was pulverized resulted in loose contamination. The supplier has taken following actions: changed the design of the swab of the lower layer to increase the width to 1-1.5cm in the first folding and the bottom layer of gauze must be have one side of the edge folded in order to prevent lint contamination. A cleaning process has been implemented after the cutting process. The slitting device is being updated to an automatic slitting machine that improve slitting accuracy to prevent sponges from flaking. This complaint will be used for trending purpose.